Event description:
Affiliate reported that the patient's ventricles became enlarged and as a result, the surgeon attempted to change the pressure. It was then discovered in an x-ray that the stepping motor and the white marker in the inlet valve was detached from the base plate. The device is intended to be revised.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present, time this complaint is considered closed.